Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a malfunctioning main board and turbine. The main board and turbine will be replaced.

Event description:
It was reported to vyaire that the vela ventilator went ventilator inoperable (inop) while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was unable to be confirmed or duplicated. All transducers successfully passed calibration testing.